Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during preparation for an angioplasty treatment procedure, the hub was broken. A 2.00 mm x 20 mm maverick² balloon catheter was to be used but the hub was broken during preparation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the maverick 2 catheter was received inside a carrier tube (hoop). The protective tubing that is placed on the balloon in final packaging was partially loaded onto the balloon, indicating it was removed and replaced or partially removed at some time after unpackaging. The product mandrel was inside the wire lumen and could not be removed. There was no damage to the hub. Ancillary devices were connected without any issues. The distal tip bond was buckled, likely contributing to the difficulty removing the product mandrel. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).